Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of an implantable pulse generator (ipg) there was an issue with the setscrew of the device. The screw could not be unscrewed causing the lead to become unfixed. The device was removed and replaced. No patient complications have been reported as a result of this event.